Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients system was explanted on an unknown date for an unknown reason.